Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. A review of the manufacturing, testing and release data of the lot in question demonstrated that all specifications were met and did not reveal any events or issues that could impact the performance of the architect total b-hcg reagent kit, lot number 64906jn00. A review of complaints for architect total b-hcg for the time period of 22 may - 22 august 2008 did not identify an adverse trend for the failure mode experienced by the customer. In addition, a testing protocol was executed to examine the performance of the architect total -b-hcg reagent kit used by the customer at the time of the observed issue with four other approved lots (lot 55936jn00, lot 56959jn00 and lot 64907jn00 and lot 63944jn00). The investigation examined the performance of the architect total-b-hcg reagent lot in question using architect total b-hcg controls (lot 58934jn00), a range of panels and a selection of 40 patient samples. All control concentrations were within package insert specifications and all panels met their defined specifications. This investigation demonstrated that each reagent kit tested could accurately detect b-hcg in a range of positive and negative patient samples. No false positive or negative results were obtained. Also, the testing performed, as part of this investigation did not confirm the customer's observation of out of range high results. In addition, a negative patient sample run on the architect after panel 50000 (b-hcg concentration of 50,000 miu/ml) generated an expected negative result indicating there were no carryover issues observed for the sample. Based on our investigation and a review of the information available to use, we were unable to confirm the customer's observation and conclude that the architect total b-hcg reagent lot in question is meeting its safety, effectiveness and label claims. This is the final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated results are not reproducible on the architect total b-hcg assay. A patient generated a b-hcg result of 730.75 miu/ml and upon repeat the result was 104.21 miu/ml. No impact to patient management was reported.